Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the tubing set with normal saline, the tubing separated from the y-site. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.